Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation reproduced the reported problem of "screen became black and showed no image." Additional evaluation findings are as follows: adhesive of distal end defects; bending problematic. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that the image was distorted and was also lost; the screen became black and showed no image. This report is submitted due to the report that the image was lost and the screen was black. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer regarding the reported event. Information added to b3 and b5.

Event description:
The following additional information regarding the reported event was received from the customer: although the reported defect occurred during a therapeutic procedure, the specific procedure is unknown. The device was inspected prior to use and no abnormalities were found. The procedure was completed using the same device. There was no delay in the procedure, nor patient harm caused by this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of the image sensor unit, failure of the internal board of the video connector, or the system caused the event. Therefore, the root cause could not be determined. This supplemental report includes information added to b5 and h8. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.